Event description:
Device issue: none. Adverse event: stroke. Time of adverse event: after the procedure. It was reported that the pt experienced a stroke with left-sided weakness and aphasia several hours after a successful implantation of the rx acculink stent in the left internal carotid artery (lica). A CT scan of the head showed a possible acute infarct. Carotid doppler showed a pt lica stent and occlusive disease in the right carotid artery. Heparin was administered and the pt's condition improved. The pt was discharged on (B) (6) 2010, with a final diagnosis of stroke. The pt continues with expressive aphasia and autonomia. No additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. A follow-up report will be submitted with all additional relevant info.